Event description:
Reporter indicated that the device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, rulig out generator battery end of life as a likely cause of the high lead inpedance test result. Review of x-rays by physician did not reveal any obvious discontinuities in the vns therapy system. The patient has not experienced any recent injury or trauma that may have damaged the vns therapy system and does not manipulate the device through the skin. The patient had been seizure-free with the vns therapy for approximately 9 months, but recently experienced 3 seizures in 1 day. Pre-vns seizure frequency is documented as being approximately 40 seizures per month. Review of x-rays by MFR revealed that the generator was implanted in left chest with feed-throughs intact and lead wiere intact at the connector pin. It could not be determined that the lead connector pin was fully inserted past the generator connector block. The lead electrodes were implanted at c5-c6 with 1 tie down noted. No strain relief bend or loop was seen. No visible gross lead discontinuities or acute angles were present though a portion of the lead was not visible as it was behind the generator, so a lead discontinuity behind the generator could not be ruled out. The patient has been referred for surgical consult. Lead break or generator/lead connecton problem is suspected. Revision surgery is likely.

Event description:
Device tracking info submitted to MFR indicates that the pt underwent revision surgery, during which the lead was replaced due to lead discontinuity. During the revision surgery, the lead connector pin was removed from the generator and then reinserted. Subsequent device diagnostic testing continued to yield high lead impedance results, ruling out generator/lead connection issue as the cause of the high lead impedance condition. The surgeon indicated that he observed a "knot" in the lead body, near the generator. He "took the knot out", after which repeat device diagnostic testing continued to yield high lead impedance readings. The lead (excluding electrodes) was then explanted and a replacement lead was placed on the right vagus nerve. Since it was previously reported that the pt did not manipulate the device through the skin, the "knot" in the lead body was likely present as a result of user error at the time of initial implant surgery. Incorrect implant technique likely resulted in a leak break and subsequent high lead impedance condition as a result of the knot. No seriois injury was reported.

Manufacturer narrative:
H.6 vns therapy system labeling states that the safety and efficacy of the vns therapy system treatment have not been established for stimulation of the right vagus nerve or of any other nerve, muscle, or tissue.